Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data did not reveal any unexplainable por events in the bb history. The returned battery cap threads were found to be stripped/damaged. The returned battery cap was unable to secure and/or maintain electrical connection with pump. The ¿no power¿ complaint was duplicated with returned battery cap in place on the pump. A test battery cap was able to be carefully secured to the pump and was used to complete the investigation. The returned battery cap was evaluated and was found to be within the required specifications. On examination, the battery compartment was found to be cracked along the left side of the bumper pad, extending from the threads down to the case seal. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a leak was found at the battery compartment crack. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Unrelated to the original complaint, the display was found to be dim, faded, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; the battery cap is not able to attach or tighten to the pump, the battery compartment is cracked and there is moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.